Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and implant exchange from textured to smooth due to the patient's concern with the product. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and implant exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and implant exchange from textured to smooth due to the patient's concern with the product. Additionally, healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data

Event description:
Additionally, healthcare professional reported left side rupture. Device has been explanted.